Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily tortuous right common iliac artery. An 8x39mm omnilink elite stent delivery system (sds) faced resistance during advancement with the anatomy. Then the stent dislodged, so an unspecified balloon was used to slightly dilate the dislodged stent and remove it with the balloon. The patient has another appointment to treat the same lesion. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the reported difficulties appear to be due to circumstances of the procedure. The failure to advance and stent dislodgment were due to interactions with the heavily tortuous anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10: device no longer available for evaluation.